Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings: for investigation, the pump was paired with a test continuous glucose monitor (cgm) transmitter. A test transmitter was paired with the pump correctly. Blood glucose (bg) value was set to 120 mg/dl twice within 2 hours. Both bg calibration requests entered successfully. Bg readings appeared appropriately on the trend graph. The pump and transmitter ran overnight with a steady reading of 115 mg/dl within +/- 20%. No errors, alarms or warnings occurred and the pump performed within the required specifications. The pump case was removed; no moisture or defects were found on the cgm module. Investigation was unable to duplicate unusual issue complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that something was wrong with the pump. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.